Event description:
I started using a medtronic minimed 780g insulin pump with instinct sensor today at around 9:30am. The instinct senor worked for only 1 hour, then it started giving false alerts saying my glucose was around 52. However, I was still wearing my libre 3 plus sensor, and it was reading 124. I checked with a blood glucose meter (precision neo strips on libre 3 receiver built-in bgm) and it was 120. I entered the value, and it said it would suspend insulin for 30 hour and to re-check bg then. After half hour, I re-entered my bg, and it said the sensor had failed and that I had to wait 2 hours. After 2 hours, I entered a new bg value (around 100). The pump then said the sensor was unavailable while it ran quality checks. Then every half hour for 2 more hours, it kept saying it suspended insulin delivery and "sensor updating". Some 7 hours after starting the pump and sensor, around 4pm, it finally said to replace the sensor. So, I just spent 1/3rd of my day not receiving any insulin because the brand-new sensor with a brand-new pump didn't work. I would not normally submit an FDA complaint, but I am very concerned because online forums such as to diabetes and reddit are littered with complaints about the instinct sensor. They all have the same theme - false readings that are more than 40 mg/dl off, and lots of "sensor updating" errors that last hours or days at a time. Moreover, everyone complains that reaching support can take 5 hours on hold, or 2-4 days for a callback. I submitted a report to medtronic online with these same details. I have also been on hold trying to speak to product support for over 1 hour. Their website, diabetes. Shop, disabled the option to request instinct sensor replacements. It says to call the same number where I am already on hold. Instinct sensor serial number: (B)(6), lot: t60003934, expiration: 2026-08-31, (B)(4); minimed 780g pump serial number: (B)(6), model: mnt-1884, hardware version: a2.01, software version: 6.62u (27.11.6).